Event description:
It was reported by a patient that on an unknown date she underwent a gynecological procedure and an obturator sling was implanted. The patient states that post operatively the sling broke through the vaginal wall, which then had to be repaired, and has left internal scars. The patient also reports deteriorated health, bowel problems, lower back pain, abdominal pain and continual pain in the buttocks and down the left side making it very hard to sleep or sit on that side. The patient also gets large boil like erosions coming up her body around the vaginal area in and outside. She is not able to walk very far anymore, or do anything a normal healthy woman should be doing. Additional information was not provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.